Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels ranging from 38 mg/dl to the 50's (mg/dl) and it was addressed by the customer eating. Reportedly, the customer had been dieting and lost 15 pounds. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the bg levels.